Manufacturer narrative:
(B)(4). Approximate age of device ¿ 36 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced elevated pump power and flow estimations the patent's inr was 2.4 and ldh was 833 u/l, and the patient was otherwise asymptomatic. The patient was then started on persantine 75 mg three times a day. On (B)(6) 2017, the patient¿s inr was 3.2 and ldh was 1116 u/l. It was reported that the ramp echocardiogram did not reveal anything. It was reported that the patient had been generally clinically asymptomatic. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. The report of low speed advisories and elevations in pump power and flow were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the changes in pump parameters and for the elevation in the patient's lactate dehydrogenase could not be conclusively determined. The patient remained ongoing on vad support until they were transplanted on (B)(6) 2017 (reported under medwatch MFR report #2916596-2017-00910). The pump was not returned. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.